Event description:
I got the essure procedure done (B)(6) 2015 and my doctor made it sound safe and the best way for me to go and would have no down time. I had severe pain and cramping in my pelvis from the start. Then other symptoms started shortly after, including leg pain, hip pain, headaches, major fatigue, off and on bleeding, weight loss and appetite. Felt like I was giving birth everyday. Some days were so bad I couldn't get out of bed. I missed 15 days of work, made 2 ER trips and 1 CT scan. My doctor and I finally made the decision to remove the coils which would result in both tubes being removed to prevent more complications and any more severe pain. On (B)(6) 2015 I had my surgery to have both my tubes removed. Now I'm missing 2 weeks of work to recover from my surgery.